Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
Following an intraocular lens (iol) implant procedure, a consumer reported "I had these implanted and my insurance still refuses to pay for them. I still have to wear glasses and feel as though I am not being treated as everyone else. I have difficulty seeing in stores due to fluorescent lighting and seeing colors like black and I do not have the confidence in driving". The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
(B)(4).